Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. A programmer was connected to the device and an alert for possible output stage damage was observed. The device was tested on the bench and on the automated system. No anomalies were found. The cause of the over current detection and possible output circuit damage alerts were not conclusively determined due to normal device functionality. However, it is believed that lead damage possibly caused the alert.

Event description:
It was reported that after the pocket was closed, dft testing was performed. During dft testing, the patient had to be externally rescued by external defibrillation to break the vf episode. An error message showed, possible output circuit damage. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun